Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: precoat femur size e right catalog 00575001502 lot 60898850; precoat tibia size 4 catalog 00597003502 lot 61267857; palacos n-antibiotic bone cement 1x40 catalog 00111214001 lot 68444213; all poly patella standard size 29 mm diameter catalog 00597206629 lot 61166053; articular surface 10mm height catalog 00595203010 lot 61291901. Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-02066, 1822565-2017-02067, 1822565-2017-02068, 1822565-2017-04669.

Event description:
It was reported that the patient underwent a right knee revision procedure approximately seven years post implantation due to pain and aseptic loosening. Operative notes provided stated the patient was negative for infection and noted that both the femoral and tibial components were easily removed with no bone loss. All components were removed and replaced. No additional patient consequences were reported.